Event description:
Customer reported they found fluid leaking through the filter air vent hole. The medications infusing were epinephrine, fenoldopam, morphine, versed, narcan, and tpn. Customer reported all drugs are going through one filter. The sets are connected with multiple tri set extensions which are then attached to the filter which is connected closest to the patient. No patient harm or medical intervention reported. No additional patient or event information was provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the set be returned for evaluation.